Manufacturer narrative:
The initial MDR 2112667-2019-02084 was reported in error as it was a duplicate of MDR 2112667-2019-01830 reported on (B)(6) 2019. The initial MDR 2112667-2019-02084 was reported in error as it was a duplicate of MDR 2112667-2019-01830 reported on (B)(6) 2019.

Manufacturer narrative:
(B)(4). No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.